Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. As described in the hardware analysis it was concluded that the fixation of the buzzer on the mainboard became loose due to vibrations acting on it during transport. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a loosened buzzer. In consequence the mainboard was replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a loosened buzzer. In consequence the mainboard was replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.

Event description:
The following was reported to hamilton medical ag: summary: tf (B)(4) (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replaced defective component. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a loosened buzzer. In consequence the mainboard was replaced. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: main board defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.